Event description:
The customer's mother reported that the customer was hospitalized twice due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 108 mg/dl. Troubleshooting could not be performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.